Event description:
Seven days post-operatively, the patient developed a fever and a staple line leak was detected. Three days after the staple line leak was detected, a re-operation was performed to maintain hemostasis and complete the case. Procedure: colectomy functional end to end anastomosis.